Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen for implant using a 8f amplatzer torqvue delivery system (itv). During the procedure, the left disc of the device failed to open fully and had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The device was replaced with a new 10mm amplatzer septal occluder, but the same problem occurred, so the surgery was aborted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Per the instructions for use, the recommended size delivery system for use with a 10 mm amplatzer septal occluder is an 6f. An 8f sheath was used to deliver the device. Two images from field appeared to show distal disc of occluder device deformed in cobra shape. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.